Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones. The patient contacted the following clinic and was told to contact the implanting physician to schedule a device replacement.